Event description:
It was reported that during an arthroscopic shoulder procedure the pt's joint got infiltrated with fluid. The shoulder became swollen and surgeon had to convert to an open procedure to complete the case. The device is used for treatment.

Manufacturer narrative:
The device is expected for eval, but has not been returned yet. A follow up report will be submitted upon completion of the investigation.